Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal menstrual bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids and endometrial biopsy since (B)(6) 2014. Concomitant products included insulin since 1991 for diabetes as well as insulin lispro (humalog mix) since 1991 and venlafaxine (effexor) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 9 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea,"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingo-oophorectomy successfully removed essure device). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain and dyspareunia had resolved and the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, plaintiff graley sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion secondary to essure coil surgical pathology report uterus, bilateral fallopian tubes, ovaries. Cervix: mild chronic inflammation and squamous metaplasia. Myometrium: small granulomas showing central necrosis and focal calcifications. Ovaries: corpus luteum and dilated follicles. Gross: sectioning of the anterior uterus shows 0.3 x 0.3 x 0.3 cm yellow calcified nodule. In the fundus of the uterus are 2 segments of coiled metallic wire. Left fallopian tube is 6.6 cm x 0.5 cm and is sectioned to show a pinpoint lumen devoid of any contents. Right fallopian tube is 4.5 cm x 0.5 cm and is sectioned to show a pinpoint lumen devoid of any contents. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and mr, medically confirmed, new reporter, patient demographic information, essure indication, concomitant product, new event abnormal bleeding (vaginal, menorrhagia) and pain were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal menstrual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingo-oophorectomy successfully removed essure device). Essure was removed on (B)(6). At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: beginning on or about (B)(6), plaintiff graley sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): confirmed fallopian tubes were bilaterally occlude. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.